Event description:
The customer reported that the micro usb port of the pump was not working or charging, and it was not connecting to update the pump while under warranty. There was no adverse impact to the customer¿s blood glucose level. The patient did not request further troubleshooting, and no additional actions were taken by technical support.